Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support cap. The insulin pump was received with cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, cracked display window and a stained end cap sticker.